Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) of 539 mg/dl; cause was unknown. Elevated bg was addressed via a correction bolus and manual injection. Contact declined to provide additional information or continue with troubleshooting.